Event description:
A proximal ulna plate fractured about 6 months post-implantation.

Manufacturer narrative:
Complaint part is not available for return. Representative reported that a revision has not yet been performed. Reports from the patient confirm that excessive load bearing events occurred. The patient began feeling pain following those events. The fracture does not appear to have healed. However, the patient did not suffer any significant injury as a result of this failure.